Event description:
It was reported that a 44-year-old hispanic female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses and experienced generalized illness symptoms including back pain and ¿feeling weird¿ post-operatively. It was also reported that the right-side breast prosthesis was deflated. As a result, the patient underwent explantation on (B)(6) 2022. The device date of implantation has been documented as (B)(6) 2010. Mentor is aware of the discrepancy between the date of implant and the manufacturing date of the reported device. If clarifying information becomes available, a supplemental report will be submitted. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device implantation date: (B)(6) 2010. Reason for device explant and/or reoperation: generalized illness and deflation. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 26, 2023, the mentor failure analysis lab has received the device for evaluation. On february 02, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant was found to have a tear on the anterior view, measuring approximately 8.8 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 26, 2022, mentor received additional information regarding date of event, date of explantation, and date of implantation of the impacted device. The date of event has been updated to november 12, 2022. The date of implantation has been updated to (B)(6), 2010. The date of explantation has been updated to (B)(6), 2022. Manufacturer¿s reference number: (B)(4).